Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this bi-ventricular pacemaker passed away two days post-implant. The patient's daughter reported the patient started having complications on the evening of the implant procedure and passed away two days later. The device was not returned to boston scientific.